Manufacturer narrative:
Compromised force sensor system alarm noted during basic occlusion testing due to loose and protruded drive support disk. The insulin pump was unable to test for prime test, occlusion test due compromised force sensor system to alarm. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and missing end cap sticker.(B)(4).

Event description:
The customer reported via phone call that the drive support cap was protruded. The customer also reported that the insulin pump was stuck to fill tubing. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump might have been dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.